Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one MRI powerport isp implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. No breaks or ruptures were noted. Therefore the investigation is unconfirmed for the reported fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that two months and four days post port placement, the patient complained of pain during priming. It was further reported that the upon x-ray examination the catheter was allegedly broken. It was also further reported that the distal catheter segment was removed. Reportedly, the port body was removed. There was no reported patient injury.

Event description:
It was reported that two months and four days post port placement, the patient complained of pain during priming. It was further reported that the upon x-ray examination the catheter was allegedly broken. It was also further reported that the distal catheter segment was removed. Reportedly, the port body was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.